Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent migration on the balloon was encountered. The physician predilated the unk vessel with a 3.0 mm x 8 mm quantum maverick. The physician was then unable to cross the lesion with 3.0 mm x 12 mm taxus and 3.0 mm x 8 mm taxus. The physician was going to try again with the 3.0 mm x 8 mm taxus but noticed the stent had moved distally on the balloon approximately 4-5 mm. The physician then decided to use a driver stent (size unk) instead. No pt complications were reported. No additional info is available at this time.